Manufacturer narrative:
Although it is unknown which of the two devices(screws) led to the event, we are filing this report for notification purposes. Following devices (screws) were involved: part# , lot# , similar device , 510k#, upn. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: transforaminal lumbar interbody fusion level: l5-s1 it was reported that on unknown date post-op, both s1 screws were broken at the base. Revision surgery was scheduled for removal.